Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID:3708140, serial#(B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: 2010, product type: lead. Product ID: 3778-60 serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID:3778-45, serial#(B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was scheduled to be seen on (B)(6) 2014. No outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the health care provider confirmed that the event cause remained unknown. There were no lead fractures noted. Interventions required were surgery and troubleshooting, and the patient recovered without permanent impairment.

Event description:
Additional information received reported that the revision did occur. The patient was noted to be doing very well when seen for her post-operation visit. No further follow-up was required as the patient was noted to be doing well.

Event description:
It was further stated that the entire old system was removed (lead, extensions and battery). A new lead was placed and connected to a new restore sensor battery. Nothing obvious was seen intra-operatively. The patient had a follow up appointment on (B)(6) 2014 to activate her sensor function. As far as the representative knew, the patient was doing well and receiving effective therapy.

Event description:
It was reported that about 2 weeks ago, a patient was lying down and rolling over on her right side when she felt a severe pain that felt like electrical surging across her buttock. It was reported that the patient had a hard time turning the implantable neurostimulator (ins) off at that point and contacted a manufacturer¿s representative who advised her to turn the ins off. It was noted that stimulation has been off for the past 2 weeks. It was reported that the caller was reading >4000 ohms. It was stated that today, impedance on the left side 8-15 were normal range, ¿700-800's.¿ it was stated that on the right side, impedances were high/ elevated: all pairs with #7 were >10k, all pairs with #6 and 5 were elevated ¿in the 4000-5000 range;¿ and the pair of 5 and 6 were 9000 ohms. It was noted that electrodes 1, 2 and 3 were more normal range ¿being in 1092, 1831 range.¿ it was reported that the patient was not feeling any stimulation on the right side, even on pairs that were in the 1000's for impedance. It was state that the patient has not had any falls or trauma since the ins was moved a month ago. The patient reported that the ins pocket was sore still from the procedure when the ins was moved higher into her right buttock. It was further reported that when tested at 3v, #7 electrode was >40000, 0-6 impedances were all ¿in the high range but not over 40000.¿ it was stated that the impedance issue cause had not been determined. It was stated that the patient was referred to a neurosurgeon for a paddle lead implant and was scheduled for revision on (B)(6) 2014. It was stated that the patient was not receiving effective therapy. It was noted that the managing healthcare professional (hcp) had called in 2013 about a revision procedure.